Manufacturer narrative:
Continuation of d10: product ID 37086 lot# unknown serial# implanted: explanted: product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has pharmacologically controlled cardiac arrythmia and wanted to know if he could have an elective cardioversion in the future. While at this appointment impedances were checked and contacts 8 and 9 were found to be 75 ohms. These contacts are not active for programming and the patient is doing well. An x-ray or CT (unknown) was performed to look for breaks along the lead/extension. While looking, it was discovered the extension boot on the r lead was missing. The surgeon enquired whether this would affect impedances, and if it was safe for him to have a full body MRI and an elective cardioversion. Phoned tech services and they informed that the patient could have a cardioversion following the instructions in the information for prescribers' manual. However, the MRI would have to be a medical decision since the impedances were out of range

Manufacturer narrative:
Continuation of d10: product ID 37086 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that there was an impedance check, x-ray/scan, and the sales rep was contacted.